Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to be updated with new software and unable to be connected to the ethernet and the hard drive was reconfigured and the software was reloaded and updated to resolve and it was additionally noted that both eject levers on the personal computer memory card international association slot were broken and the slot was replaced to resolve. It was not confirmed that the programmer needs the patient session synchronization software however the software was reloaded as a preventive measure. The programmer failed its emergency key test and the emergency switch assembly was replaced to resolve. The keyboard connector was damaged, the right keyboard hinge was broken, the floppy drive would not read discs and the hinge cover bullets were missing. The keyboard, right keyboard hinge, floppy drive and hinge cover bullets were replaced. Inspected circuit boards and mechanical parts and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be updated with new software or to be connected to the ethernet. It was noted by the user that more than 6 hours were spent with no successful update. It was further reported that the programmer's side connection 3-prong was broken and was unable to be removed and that the programmer needs the connection that will allow patient session data to synchronize. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.